Event description:
Additional information received from the patient indicated that the patient had programming adjustment on (B)(6) 2016. The issue was not resolved.

Event description:
Additional information was received from the patient that reported that she needed her spinal cord stimulation reprogrammed. It was not taking care of the pain the way that it was supposed to. It takes care of one side, but not the other side. The patient was redirected to her health care provider.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported an overstimulation. The patient was asked if she made any adjustment to stimulation and all she did was turn stimulation on/off because the day she was implanted, they had it way up high and the patient ended up going to the hospital by ambulance because the stimulation came on so hard and it hurt so bad and she was yelling at them to turn it off. The patient also noted that the device was not working on the patient's left hip and left leg. The patient already contacted her doctor's office and was told to arrange for meeting with a representative to make adjustments. The patient later reported stimulation in undesired location. The patient reported since she got the device, she felt only very little stimulation on the left side. If she turns stim up higher, it tore her stomach apart. The patient met with the rep on (B)(6) 2015 who did the therapy adjustment. The patient was ok when she left the appointment but later she started to experience the same issue. The patient was going back to the doctor on friday. The indication for use was failed back surgery syndrome and spinal pain. If additional information is received, a follow up report will be sent.